Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had been having problems with their therapy since implant on (B)(6). They could not get programming right and they were still sick all the time and constantly throwing up. They stated that their healthcare provider had been trying to get a programmer sent to them for the last 3-4 weeks. The patient further reported that they were in pain and something was wrong with the system. They had been having problems with it, had been adjusting it ever since, and was told they would have someone there and worked out and ready to have the machine. The patient would be following up with their primary care physician. No further complications were reported/anticipated.